Manufacturer narrative:
An event of aortic dissection resulting in patient death due to an unknown cause was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
This event is conservatively being reported for death as the there is no information as to what caused the aortic dissection and the cause of death could not be provided. It was reported that a 29mm portico, tavi valve was selected for implant on (B)(6) 2022. The patient was in an advanced state of aortic stenosis and in serious condition condition prior to the procedure. During the procedure, the patient was put under sedation and local anesthesia and pre-dilation done was prior to device implant. The first attempt to deploy the valve, it was deployed in the ventricle. The physician repositioned the device using the flexnav delivery system. During the second attempt, the valve it deployed in the aorta which was not the intended position. The physician decided to deploy the valve into a new position. During the process, the patient became hemodynamically unstable. The physician decided to release the device rapidly until 80% of the valve was release and functioning in the intending position. The physicians decided to remove the patient from sedation anesthesia to general anesthesia. The physician also performed a contrast injection that revealed that there was small dissection in the aorta. The physician thought that, releasing the valve would occlude the dissection. Total release of portico valve was performed but the patient was still hemodynamically unstable. The patient was sent to emergent open-heart surgery. During the procedure, it was observed that the ventricle had been drilled and it was unknown if the drilled was caused by guide or by the non abbott pacemaker. On (B)(6) 2022, the patient passed away. No additional information was provided.